Event description:
Six months post pulmonary vein isolation procedure, the patient experienced respiratory symptoms. A CT scan revealed pulmonary vein stenosis on the left sided veins from the previous rf ablation and a stent was placed to stabilize the patient. There were no issues noted during the original ablation procedure on (B)(6) 2022, and no performance issues with any abbott devices. It should be noted the patient had small veins (10-12mm).

Manufacturer narrative:
Corrected information: b5, h6: health effect impact code.

Event description:
12/18/23 - patty hedlund - upon review of the file, it was noted that the f-code needs to be updated from f23 to f19.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stenosis remains unknown.